Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer/ medical engineering department at the facility reported that the nim mainframe was experiencing electrical interference and not providing feedback when stimulating the nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.